Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported erratic blood glucose levels while using the infusion device. On (B)(6) 2011 at 7:30 a.m., pt's blood glucose was 283 mg/dl. He did not treat his elevated blood glucose and went to sleep. When he woke up at 11 a.m., his blood glucose was 382 mg/dl. Pt bolused 8 units of insulin as a correction. His blood glucose decreased to 32 mg/dl at 4:35 p.m., and his wife gave him wafers and milk as treatment. Blood glucose slowly increased, and it was 120 mg/dl at 6:15 p.m. At 10:35 p.m., pt's blood glucose had elevated to 355 mg/dl. Normal blood glucose is 70-130 mg/dl. The time was not set correctly on the infusion device, and this was corrected during the troubleshooting call. No further product concerns were noted. Follow-up was provided by pt's wife later the same day. Wife reported blood glucose returned to normal range. Wife believes pt is a "brittle diabetic" and that infusion device is functioning correctly. Wife reported pt would not have been able to self-treat his low blood glucose when it was 32 mg/dl; he was unable to stand and required assistance. Pt has an appointment scheduled with a new physician to elevate basal rates and start a new infusion device with smaller basal rate increments. No product was requested for evaluation.